Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75 % stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/50cm otw peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that balloon ruptured at the tip part of the blade at 4atm within 20 seconds when the device was advanced into the guidewire lesion and after a 6fr sheath placement. The device was removed without any problem using normal method. The procedure was completed with another of the same device. No patient complication were reported and the patient was good.